Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the positioning issue was determined to be use related as the pump was pulled back out of position while the peel away sheath was being removed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, impella rp dislodged out of position when peel away sheath was attempted to be removed. Physician was unable to reposition the device. Therefore, rp catheter was removed, and another rp was inserted as replacement. No patient harm was reported.